Event description:
The amsorb product is an absorbent used in or anesthesia machines. The anesthesia staff has noted an increase in co2 retention with their surgical pts. Prior to use of amsorb this was not an issue. When the amsorb absorbent is changed the co2 retention is resolved. The MFR states the material needs to be changed every 4 days, we are having to change the product close to daily to prevent co2 retention.